Event description:
It was reported that the patient had difficulty charging the ipg and the patient felt overheating and burning sensation when charging and made the patient nauseated. It was also reported that the patient experienced discomfort and pain at the ipg site. The patient underwent an explant procedure wherein all devices were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were not released by the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7098209/7098210.